Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. There was no reported impact to customer's blood glucose. Contact declined tandem technical support's offer to troubleshoot and declined follow up.